Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-00057. It was reported that the patient was unable to set their device to MRI mode due to high impedances on one lead. It was noted that the patient had a fall previously. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced. It is unknown which lead had the issue so both are being reported.